Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted due to pocket infection and potential for device contamination. Reportedly, only the s-ICD device was explanted and replaced, and the electrode remains in service. No additional adverse patient effects.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted due to pocket infection and potential for device contamination. The local sales representative confirmed that only the s-ICD device was explanted and replaced, and the electrode remains in service. No additional adverse patient effects.